Event description:
The customer reported that the unit has blower temperature high error. The customer reported that it is unknown if the unit was in use on a patient, but there was no patient harm reported. The customer contacted product support and reported that the blower is too hot code 1122 e/c. Product support troubleshot code 1122 per the service manual. The fan is operating, and the filters are dirty, but not clogged. Product support spoke with the customer about blower replacement and the possible replacement of the motor controller (mc) pcba. Product support provided part numbers for the pcba, motor controller (mc) and the blower assembly. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Attempts were made to obtain further information regarding the device repair information. To date, no further details have been received. The service history record was reviewed, and no repair information was found.